Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used. Investigation summary: bd received three samples submitted for evaluation. The reported issue was confirmed upon testing of the samples. During testing one unit was occluded. Further examination showed that excess silicone from our lubrication process was found within the cannula, resulting in occlusion. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions via CAPA# (B)(4) have been initiated to investigate this type of incident and to identify the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that excess silicone in the bd saf-t-intima¿ IV catheter safety system cannula occluded it during use. The following information was provided by the initial reporter: "it was reported no flashback." Via bd investigation: "further examination showed that excess silicone from our lubrication process was found within the cannula, resulting in occlusion."